Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, before the patient was in the room, the stapler would not open the jaws. They opened another of the exact same product and that second stapler functioned fine. There was no patient involvement.